Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, during third firing with powered echelon plus gun loaded with blue reload on esophagus tissue. The powered plus instrument made the staple line, but the sound was abnormal and slow during firing, like the tissue was too thick. Some staples were malformed, also looking at the fired blue reload, all the staples had not come out completely. The circular anastomosis was made on this staple line, and had a small leakage when tested. The surgeon sutured the leakage point and around the circular staple line. The procedure was completed with a new alike powered echelon plus gun, since there was no guarantee that the knife was not harmed during this firing that produced malformed staples. There were no adverse consequences for the patient.